Event description:
The customer observed on two advia centaur xp instruments, wash 1 reagent depleted system flags even though the wash 1 reagent bottles and wash reservoirs were full on both systems. The wash 1 reagent was replaced with a different wash 1 reagent lot and after the reservoirs and wash 1 reagent lines were primed and filled were both instruments operational. There was a delay of approximately nine hours before the troponin test results could be reported. There is no known report of adverse health consequences due to the delay in the reporting of advia centaur xp troponin ultra results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00173 on 07/03/2014 for a delay in the reporting of troponin patient results. On 01/20/2015 additional information: upon further investigation, there were no other similar customer complaints identified. The reagent lot batch record was reviewed and air bubbles were not observed with the reagent lot retain. The cause for the observed air bubbles in the wash 1 reagent lines even though the wash reservoirs and wash 1 reagent bottles were full at the time of the incident is unknown. No conclusion can be drawn.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site and observed air bubbles in the wash 1 reagent lines even though the wash reservoirs and wash 1 reagent bottles were full. The cse compared the wash 1 reagent lot in use at the time by the customer (lot # 472086) to a different lot of wash 1 reagent (lot # not provided) and after manually shaking both wash 1 reagent lots, observed bubbles only with wash 1 reagent lot # 472086. The cause for the delayed reporting of troponin test results due to the observed air bubbles in the wash 1 reagent lines even though the wash reservoirs and wash 1 reagent bottles were full is unknown. The customer is reporting patient sample test results using other wash 1 reagent lots for both advia centaur xp systems. Siemens is investigating this complaint further. No conclusion can be drawn. The systems are performing within specifications.